Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the surgeon, the user experienced a loss of strength from the implant. The device was explanted and the user was re-implanted with the fmt of the new device placed on the short process of the incus.

Manufacturer narrative:
Based on the received information from the field, the floating mass transducer was found to be loose on the long process of the incus. Reportedly the incident occurred several times and finally the surgeon decided to remove the device due to suspected incus atrophy. A new device (vorp503) was implanted on the short process of the incus. The explanted device has not been received, despite requested. If the device is received in the future, the case will be re-opened and the device investigated. This is a final report.

Event description:
According to the surgeon the user experienced a loss of amplification from the implant. The device was explanted and the user was re-implanted with the fmt of the new device placed on the short process of the incus.